Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an undocumented number of days after the sensor had been inserted in the abdomen. The patient was asymptomatic. The cgm was reading high, and the blood glucose was not checked. The patient drove himself to the doctor for evaluation and the bg was 52 mg/dl at the hospital. The cgm reading was not documented at that time. The patient was treated with carbohydrates and IV fluids and recovered after treatment. After 20 hours, the patient was sent home. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.